Manufacturer narrative:
(B)(4).

Event description:
The device was in a power-on-reset condition, reason unknown. It was noted that the device was not near end of life. The outcome is unknown. Further information is being requested at this time.